Event description:
Per the customer, the first canister scan appears to have a clot in imaging region that doesn¿t effect the area of interest but the second scan appears to have signs of settling with the clot remaining in place. The 1st total canister volume was 750 ml and the 2nd was 2200ml with 27 minutes between scans. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.